Event description:
It was reported that when using the bd pyxis¿ es server items were not showing up to queue in medlink, displaying ¿not queueable formulary item not loaded¿ despite being loaded with correct drug ids and sufficient stock. The customer reported that there was a 5 to 10 minutes delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the certain items were not showing up to queue in medlink. A technical support specialist logged into the server remotely via remote support service (rss) and ran an inventory report for the device to verify that medications were loaded, then logged into the device remotely. The medication application logs showed multiple recent hardware errors, however, none were associated with the drawers containing the loaded medication identities, followed knowledge article "nursing link user unable to queue, formulary item not loaded prompt although medication is loaded in area", checked whether the customer provided medications were block loaded and contacted the customer to discuss the block load configuration, explained that medications configured for device would not be queueable. Customer acknowledged this behavior, and tss instructed the customer on how to locate and update the configuration on the server. Customer confirmed the issue was understood and approved case closure. The system functioned as intended after the technical support specialist troubleshot the device.